Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 20g nexiva device was returned for investigation. The septum was not properly positioned within the catheter adapter, which allowed fluid to leak from the adapter. The appropriate manufacturing personnel were notified of this complaint. Actions are being taken to address this issue during manufacturing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaks at the septum. The following information was provided by the initial reporter: IV was placed, when needle was retracted, blood began to come out of the gray hub where the needle disconnects from. IV could not be used due to defect, removed, reinserted new IV without issue.